Event description:
Per importer's MDR: provider stated, the foot rest is breaking at the weld.

Manufacturer narrative:
There is no way to know whether this device was manufactured by a and I industries ltd. Since there was no model number provided and the device was not returned for evaluation.